Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Visually, the inner shaft was bent distal to the inner hub when returned. There was contamination on the inside and outside diameters of the outer tube tip and inner tip and a brownish residue on the outside diameter of the outer hub. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating at 3000rpm wobbling was observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, when the doctor used the blade at the beginning, used the blade less than 30 seconds and found blade wobbling, sway. The doctor tried to reconnect the blade but useless. Finally, the doctor changed to a new blade to complete the surgery. There was no noticeable damage on the blade or its package. There was no patient impact. One blade had issue out of five blades in the package. The blade was not checked for wobble prior to use.